Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump squirts insulin during priming, button were sticking. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm, battery life was diminished, insulin pump erases insulin pump setting when swapping out batteries, rewind takes longer, alarm was not as loud, back light not as bright. The insulin pump will not be returned for analysis.